Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The medtronic representative completed a system checkout on the c-arm and the navigation device and found that both systems were accurate. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior described was the intended behavior of the software. The system needed to be re-calibrated. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 20 minutes. It was reported that after taking a 3d scan with a siemens orbic c-arm, the surgeon felt 2 mm off. The surgeon mentioned that the siemens rep was just out for service of the c-arm the previous day. The site did a second spin which resulted in the navigation being accurate. The surgery was completed with navigation and there was no impact on patient outcome.